Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical products: 163662, 28 mm mod hd std neck tp1 taper, 201650. Ep-200156, act artic e1 hip brg 28 x 50 mm, 257080. The 192411, echo por fmrl red nc 11 x 135 mm, 044460. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01013. Remains implanted.

Event description:
It was reported that the patient's hip has been indicated for revision due to pseudotumor. The revision surgery has not yet been scheduled. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.